Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.